Event description:
The patient reported her ipg activates itself and she can feel the stimulation even when she turns off the system. The patient would like to explant the system and is working with her physician to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.